Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was not returned to baxter (B)(4) for evaluation. If the device is returned, an investigation will be conducted and a supplemental submitted.

Event description:
It was reported that spectrum pump serial number (B)(4) did not have an mdl installed on it. The pump was tested and is functioning fine. There was no patient involvement or injury. No further information was available.